Event description:
In 2009, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch surestep enhanced meter was prompting an "ER 6" message. Per the onetouch surestep enhanced owner's booklet, this error message indicates that the meter detected a problem with the electronics. The medical surveillance specialist spoke with the patient in the next day and obtained the following information. The patient reported that the alleged error message began to appear approximately 1 month prior to contacting lfs. Despite not being able to test his blood glucose, the patient claimed he continued to take his usual dose of oral medications (metformin and reclide). On an unspecified date, after the issue began, the patient claimed he saw his physician for a routine visit. At the time of the visit, the patient stated that his doctor told him that his blood glucose was "kind of high" (result unknown); however, advised him to continue his usual regimen. The day prior to contacting lfs, the patient reported that he began to feel sweaty; a symptom he associated with a low glucose. The patient claimed he attempted to test with the subject meter at the onset of symptoms; however, he obtained the "ER 6" message as previously. In response to the symptoms, the patient stated he ate something and reportedly felt better afterwards. At the time of troubleshooting, the customer care advocate noted that the patient was cleaning the subject meter properly. The error message remained unresolved when the patient attempted to retest at the time of the call. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.